Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer generated an error and follow-up determined that it occurred at start-up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer powered up to an error, as a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the printer drawer was broken and the power supply and system fans were noisy.